Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) pacing induced ventricular tachycardia (vt) and it was question as to why the ICD was pacing. Strips were reviewed by qualified personnel. The strips showed vt initiated during one of the third recovery cycles of capture management test at the same time that emi (electromagnetic interference) noise appears on the strips. It was noted that the vt was successfully converted. It was noted that the patient had recent vt ablation and was known to be susceptible to spontaneous vt episodes. The ICD remains in use. No further patient complications have been reported as a result of this event.